Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for a screw, part and lot number unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: one locking screw was received jammed in the locking compression plate. Since the exact article and lot number is not known the present complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. Dimensional inspection cannot be performed due to the damage incurred. Therefore this complaint is judged to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient condition: longer incision, cut; bigger wound, patient had to stay one day longer in hospital.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during removal of implant, the surgeon was not able to remove a 5.0 locking screw. Attempts to drill it out were unsuccessful, the surgeon needed to open the site (incision on the length of plate) to be able to pull out the implant. This event resulted in a 2 hour delay this report is for the screw, the returned screw was reported to be broken it is unknown when the screw broke this is report 2 of 2 for com-(B)(4).